Event description:
Customer reportedly obtained a result of 8.0 inr on the coaguchek s system and 5.9 inr on a comparison lab. Customer's coumadin dose was held, however, no adverse event reported. Requested return of suspect system for evaluation.